Manufacturer narrative:
(B)(4). Device evaluation: the reported event was confirmed through examination of a returned product sample. During the power on test the power supply produced a burning smell. Through examination of the power supply the vps service engineer observed two capacitors that showed evidence of failure including smoke residue which confirmed the reported event. The device history record (DHR) review was performed and no evidence was found to indicate a manufacturing related cause.operational context caused or contributed to this event because the failure of the power supply components is considered normal wear. No further action will be taken.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the catheter was being placed on the right side of a patient in the ICU. Prior to insertion there was a loud "pop" and then a burnt smell. The console read 10 volt (or something) and shut down. The machine was tuned off and use of the console was aborted. The catheter was placed blind and they used a chest x-ray to confirm tip location. There was no delay in treatment and no patient death or complications reported.